Event description:
Caller reported an alarm 2 followed by alarm 26, but there was no impact on blood glucose levels as readings were not excessively high. The customer was in the process of changing the cartridge and infusion set and resolved the issue independently, declining further assistance from technical support. Customer requested replacement infusion set and cartridge, which were arranged for delivery by technical support. Case was subsequently closed.